Manufacturer narrative:
Complaint confirmed.

Event description:
On 01/06/2022 it was reported, by a sales representative via sems, that (2) ar-6480 dw pumps touchscreens are not working. This was discovered during a case and there was no patient effect reported.